Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue could not be verified. However, a different issue was identified. Additionally, the cartridge change error was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that the pump battery could not be charged. Customer¿s blood glucose level was 289 mg/dl. The customer reverted to an alternate method of insulin therapy.